Event description:
It was reported that the patient presented to the emergency room due to severe bradycardia, syncope, chest pain and fatigue. It was also reported that after a temporary pacing lead was place and the device was interrogated that the right ventricular (rv) lead had high impedance and no capture due to a lead fracture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.